Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error - poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) a break in aseptic technique, disoriented and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique further described as unhygienic procedure and contamination because the patient was in a disoriented state. On (B)(6) 2011, the patient experienced peritonitis. The nurse stated that the peritonitis was due to the break in aseptic technique, because the patient was disoriented. On (B)(6) 2011, the patient began remedial therapy with vancomycin. On (B)(6) 2011, remedial therapy began with fortum and amikacin. Dianeal and remedial therapies were ongoing. The peritonitis was resolving. The outcome for the events of the break in aseptic technique and disoriented were not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the events of the break in aseptic technique and disoriented.